Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo shows the product during treatment. A water drop was visible in the header area. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two (2) units of polyflux 140h, a crack and an external fluid leak was observed from the housing. There was patient involvement, but no adverse event reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted